Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No episodes were collected in the data. Left ventricular impedance trends are within range.

Event description:
It was reported that upon interrogation, double counting was observed during left ventricular (lv) lead manual threshold testing. The physician was notified and no programming changes were advised. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.